Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured between (B)(6), 2021 to (B)(6), 2021. H10: six (6) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2021, further described as "in the last week". The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (6) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was identified after filling. There were no noticeable damages on the packaging. There was no patient involvement. No additional information is available.